Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered in, is the date abbott diabetes care became aware of the event. The meter serial number is unknown therefore, the device manufacturing date is unknown. Date entered in, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 348 mg/dl on her adc blood glucose meter compared to a reading of 109 mg/dl obtained on a competitor brand meter. It was further reported the customer self-administered insulin based on the adc result and subsequently "had a rapid drop in glucose". Customer was seen at a hospital where she was diagnosed with hypoglycemia and reportedly administered insulin. Attempts to clarify treatment were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This report is being submitted to report additional information received. Customer reported the event occurred "one week before contacting" adc. Date of event has been updated to reflect this new information. Customer additionally clarified details regarding the medical event. Event description has been updated to reflect this new information.

Event description:
Customer reported receiving a high reading on her adc blood glucose meter compared to a reading obtained on a competitor brand meter and subsequently experiencing a medical event. Customer reported receiving a message 'hi' (reading greater than 500 mg/dl) on the adc meter and self-administering 7 units of insulin. That night, the customer was asleep when her son attempted to wake her and she was unresponsive, having experienced a loss of consciousness. Paramedics were called and transported the customer to a hospital where a reading of 23 mg/dl was obtained on their meter. Customer was diagnosed with hypoglycemia and administered glucose serum and then regained consciousness 30 minutes later. Customer was released from the hospital after four hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs have been reviewed for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified. A review of optium xceed meters was conducted and there were no deviations or abnormalities which could have caused the complaint.

Event description:
Customer reported receiving a reading of 348 mg/dl on her adc blood glucose meter compared to a reading of 109 mg/dl obtained on a competitor brand meter. It was further reported the customer self-administered insulin based on the adc result and subsequently "had a rapid drop in glucose". Customer was seen at a hospital where she was diagnosed with hypoglycemia and reportedly administered insulin. Attempts to clarify treatment were unsuccessful. There was no report of death or permanent impairment associated with this event.